Event description:
Plaintiff reports initial bilateral implantation 10/19/82 with explant 9/21/85. Plaintiff alleges various illnesses including, but not limited to, rheumatoid arthritis and other medical conditions.